Manufacturer narrative:
Based on the claim against the product by the customer noting flipped image of the 30-degree endoscope, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the customer remove the endoscope, press the clutch button to reset the guide tool change (gtc) and then reinstall the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope image flipped upside down. The technical support engineer (tse) had the customer remove the endoscope, press the clutch button to reset the guide tool change (gtc) and then reinstall the endoscope. This resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vision issue did not result in patient injury.